Event description:
It was reported that the patient presented for a cardiac resynchronization therapy (crt) implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited high capture threshold and phrenic nerve stimulation was observed, resulting in patient discomfort. The lv lead was not used and was replaced with a left bundle branch pacing (lbbp) lead as the coronary vein condition as poor and only one target vessel was available. No patient consequences were reported.

Event description:
New information received notes that the high capture thresholds noted on the left ventricular (lv) lead resulted in loss of capture.